Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.yes. This MDR is submitted retrospectively following an internal review.

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Based on a review of the sensor data available in the data management system (dms), there was no indication of an issue with the system. Overall, bg values met the sg trends well, with occasional differences due to lag and calibrations entered during periods of rapid change in glucose. As the user has been unresponsive to multiple contact attempts, the information could not be relayed. Dms review confirmed the system was current with active use.